Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient could not remember a lot of details as the event happened last year ((B)(6) 2025). The day of the event the patient did not experience any symptoms, but her husband called an ambulance when the cgm reading was 300 mg/dl. When a fingerstick was taken by the paramedics, the blood glucose reading was 35 mg/dl. The patient did not remember what the cgm reading was at that time. The patient was brought to the hospital and treated with intravenous fluids. No further medication was reported, and the patient was discharged after few hours. At the time of the report the patient was stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.